Manufacturer narrative:
H3: analysis of the device could not verify the event since the device could not run/pass the motor test. H6: previous codes b17, c20 and d16 are no longer valid. Additional review of the event and/or additional information received shows that the device activated on it's own immediately when plugged into the power source and kept running when the footswitch kept running and hence there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-op, it was found that the handpiece would not stop cutting without the pedal. The device activated on it's own immediately when plugged into the power source and kept running when the footswitch kept running. Furthermore, the used also activated the footswitch by mistake and when the user tried to discontinue use the device kept running. No patient impact.